Event description:
Reported that, about 2 months ago, the device "stopped." Pt indicated that there was nothing on the display, and pt was unsure if the device had alarmed prior to stopping. Pt reported that, as a result, pt's blood glucose increased to >600 mg/dl. Pt self-treated with 3 injections of insulin. No additional treatment was received.